Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 210.5020. The device was in service back in september, but the customer is still getting same error code. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced received software 9.33 verified no error on errolog. Ran pump 3 days, pm tested no erro alarm a review of the device history record showed the device had a manufacture date of 10/30/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service was unable to determine the proximate cause of the reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Manufacturer narrative:
A review of the complaint history record was performed, for the sn#: (B)(6). Which not confirm, similar complaints with the same or related failure mode for this customer. A review of the device history record showed, the device had a manufacture date of 30oct2015. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue.

Event description:
It was reported, that the device received an alarm error code message. The error code displayed was 210.5020. The device was in service back in september, but the customer is still getting same error code. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 210.5020. The device was in service back in september, but the customer is still getting same error code. There was no patient involvement.